Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Complaint summary: date: (B)(6) 2013, inratio: 1.0, lab: 2.9. Time between each method of testing was thirty (30) minutes.